Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the following blood glucose results were obtained, when performing back-to-back tests, using neonate samples, on the performa system: 2.7 mmol/l and 1.8 mmol/l; 2.7 mmol/l and 1.6 mmol/l; 2.0 mmol/l and 1.3 mmol/l; 1.7 mmol/l and 1.2 mmol/l; 2.9 mmol/l and 1.8 mmol/l; 3.3 mmol/l and 2.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.